Manufacturer narrative:
The calcium gen.2 reagent lot number is 88004701, and the expiration date is 31-aug-2026. A field service engineer (fse) determined that the rinse levels for both cell detergents were too low. The fse readjusted the sample probe and the cell rinse levels and ran confirmation tests to ensure the module was running back within specifications. The investigation determined that the root cause was due to a component malfunction of a misadjusted sample probe, which was corrected by the fse's actions.

Event description:
There was an allegation of a questionable calcium gen.2 result from the cobas c 503 analytical unit for one patient. The initial result was 0.38 mmol/l, accompanied by a data flag. The first repeat result was 1.62 mmol/l, accompanied by a data flat. The second repeat result was 1.97 mmol/l. The result of 1.97 mmol/l was consistent with the previous patient values and was reported to the physician.